Event description:
Reporter indicated that vns patient hasn't been able to keep any food down for two days and that the patient had a fever and lots of seizures. Further follow-up revealed that treating neurologists have reportedly stopped increasing the patient's programmed parameters and have added keppra to the patient's drug regimen. The patient's phelbamate dosage has also been reduced, but these changes have reportedly not been effective in regaining seizure control. It was reported that patient's stomach problems seem to be an effect to the valium that patient was given to stop a flurry of seizures. Investigation to date has been unable to determine whether the patient's seizure increase is above the pre-vns baseline frequency.